Event description:
Pt called rn into room because lifepak was beeping at approx 1600. Machine signaling the need to be plugged in. Machine plugged back in. Cord to patches were tangled and these were disengaged and untied then reattached to lifepak. Pt was the helped to move in bed. Pt gasped and stated that he felt a "shock." No changes were seen on monitor, no noise from lifepak was heard. Rn was touching bed and felt nothing. Pt has had sharp pain when moving in past. Monitor was checked for events, none were found. Reports were generated from 1400-1730, no changes, shocks, or ectopy were seen. Lifepak in room was replaced. On further investigation with biomed the next day, it was found that the lifepak did actually deliver a shock of 200j at 1711 on the 29th of june. There was no harm to the pt.